Event description:
It was reported that the system was explanted due to erosion/infection.

Manufacturer narrative:
Evaluation summary: due to the interval between the date of implant and the date of explant, product sterilization could not have been a factor contributing to the problem. If the ICD is returned at a later date, st. Jude medical will present the results of the failure analysis at that time. Quality records reviewed.